Manufacturer narrative:
Follow-up #1 (B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A (B)(4) flow accuracy test was performed and the pump was found to be delivering within specifications. A normal bolus and an audio bolus were performed and were confirmed to be accurately recorded in the pump history. Unrelated to the complaint, the bolus button was found to be missing.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the patient has been experiencing elevated blood glucose (bg) between 300mg/dl and "hi" (>600mg/dl) with ketones. The reporter could not provide any dates as to when the elevated bgs occurred. The reporter stated that the patient corrected with boluses via the pump. The reporter noted that the patient's healthcare provider was reviewing the pump history and noted that the pump is not delivering all of the patient's boluses at night. The reporter was unsure of what days and times the boluses were not delivered as programmed. The patient was advised to go on a back-up plan. This complaint is being reported due to the allegation that the pump did not deliver boluses as intended and the patient allegedly subsequently experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.